Manufacturer narrative:
Independent review of the procedure imaging scans was performed and the reported emboli to new territory was not identified.

Event description:
It was reported that after pass with the subject retrieval device to remove a clot from the left internal carotid artery (ica) bifurcation, an embolization to a new left m1 middle cerebral artery (mca) territory occurred. The new clot was removed during the procedure using a thrombectomy without aspiration. Both clots were successfully removed with a thrombolysis in cerebral infarction (tici) score of 3. The physician believed that the reported event was related to the procedure but unrelated to the subject retrieval device.

Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that after pass with the subject retrieval device to remove a clot from the left internal carotid artery (ica) bifurcation, an embolization to a new left m1 middle cerebral artery (mca) territory occurred. The new clot was removed during the procedure using a thrombectomy without aspiration. Both clots were successfully removed with a thrombolysis in cerebral infarction (tici) score of 3. The physician believed that the reported event was related to the procedure but unrelated to the subject retrieval device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, embolus is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that after pass with the subject retrieval device to remove a clot from the left internal carotid artery (ica) bifurcation, an embolization to a new left m1 middle cerebral artery (mca) territory occurred. The new clot was removed during the procedure using a thrombectomy without aspiration. Both clots were successfully removed with a thrombolysis in cerebral infarction (tici) score of 3. The physician believed that the reported event was related to the procedure but unrelated to the subject retrieval device.